Manufacturer narrative:
Results: the handle was tested using the production test fixture (an0853 calibration due n/a) which measures the throw distance and pull force. The detachment handle did not actuate correctly. The detachment handle is non-functional. Conclusion: the complaint has been evaluated. The complaint stated that the physician tested the detachment handle "in the air" before using it and did not hear a "clicking" sound; therefore, it was not used. The handle was tested with the production handle test fixture which measure the throw distance and pull force and did not pass. After the functional analysis the handle was opened for evaluation. It was noticed that the spring that connect to the actuator was not connected. The detachment handle malfunctioned during this case. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Patient was being treated with penumbra 400 coils to embolize a type one endoleak of the inferior mesenteric artery. Before the detachment of the first coil the physician tested the penumbra coil detachment handle with some test actuations away from the coil pusher assembly. The cursor on the handle moved smoothly, but no sound was produced. This is opposed to the typical clicking sound made during actuation. Another detachment handle was used and worked fine. No adverse events or clinical complications after the procedure.